Event description:
Interventional radiology was placing the PICC line in the left upper extremity and the wire became caught in the valve. The tip of the wire sheared off into the perivascular space. Retrieval attempts were unsuccessful. A vascular surgeon successfully removed the wire via venotomy because of pt's compromised immune system.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review showed no other similar product complaint file(s) from this lot.